Manufacturer narrative:
No complaint was received with the return of the device, failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation at 10.3 cm to 10.7 cm and 11.6 cm to 11.8 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.